Event description:
A sprinter legend balloon dilatation catheter length 20mm, diameter 3.0mm was used to treat a lesion in a patient's lad. The lesion was pre-dilated with the sprinter legend balloon. There was dissection evident at the proximal lad following pre-dilation. There were two endeavor sprint rx stents implanted to treat the lesion. The dissection was treated with the proximal endeavor sprint rx. There were difficulties encountered as a result of the interactions between the procedural wire and the successfully deployed endeavor sprint rx stents (MFR # 2953200-2010-00442 and MFR # 2953200-2010-00443). The patient was sent to surgery. The patient was reported to be fine post procedure. The device was not returned to medtronic for eval, but the cd of procedural images was not returned. Review of the procedural images and patient notes identified that the target lesion in the lad was pre-dilated with the 20mm sprinter legend balloon. The proximal lad dissection was evident following pre-dilation.

Manufacturer narrative:
(B) (4). Dissection. Vessel morphology.